Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024 insulin flow blocked alarm occur between the set and reservoir and site is inserted between the qr and tubing is connected to reservoir. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation

Event description:
To date, additional patient or event details were received which have been added in h11.